Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional armada 35 balloon dilatation catheter (bdc) referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. Two 7.0x40mm armada 35 balloon dilatation catheters (bdc) were advanced without resistance; however, one of the armada 35 balloon catheters got stuck in the external iliac artery and separated, occluding the vessel. The patient had to be sedated for the surgery and lost some blood. There was no treatment performed for the bleeding. Surgery was performed to open the vessel and retrieve the separated portion. There was nothing left in the patient. The other armada 35 balloon catheter broke but did not separate. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported patient effect of hemorrhage is listed in the percutaneous transluminal angioplasty (pta) catheter, armada 35 / armada 35 ll, global, instruction for use (IFU) as a known patient effect. The investigation determined the reported balloon rupture appears to be related to circumstances of the procedure. A conclusive cause for the reported patient effects of hemorrhage and minor injury/illness/impairment and the relationship to the device, if any, cannot be determined. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, and interactions with other devices or lesion calcification. In this case, it is likely that the balloon interacted with the patient anatomy and/or other devices as the space was reduced since the two armadas were inserted together, such that the balloon became damaged and ruptured during inflation. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. H6 - medical device problem code 1069 (break) was removed and code 1546 (material rupture) was added.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. Two 7.0x40mm armada 35 balloon dilatation catheters (bdc) were advanced without resistance; however, one of the armada 35 balloon catheters got stuck in the external iliac artery and separated, occluding the vessel. The patient had to be sedated for the surgery and lost some blood. There was no treatment performed for the bleeding. Surgery was performed to open the vessel and retrieve the separated portion. There was nothing left in the patient. The other armada 35 balloon catheter broke but did not separate. There was no adverse patient sequela. Returned device analysis identified a balloon rupture at the same location the balloon separated. It was confirmed that a balloon rupture occurred and there was nothing left in the patient. No additional information was provided.